Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump does not work. The customer's blood glucose level was over 500 mg/dl at the time of the incident. Customer states she had a hyperglycemic reaction. The customer did not mention any form of treatment for their blood glucose levels. The customer had changed their sets and was advised to call back if the issue persisted.